Event description:
Procedure type: right hemi-colectomy. According to the reporter: seven days after the initial operation, the patient presented with symptoms of bowel obstruction. The patient had a re-operation in 2008 for a bowel obstruction with a re-anastomoses of the colectomy. During the re-operation, the doctor indicated that the four initial staple rows were properly formed, but it looked as though the knife did not cut in between the 4 staple lines to create the "lumen".